Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The visual inspection was reviewed and there was broken lock. There was a defective downstream occlusion (dso) sensor. The dso sensor and lock were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the device had broken lock. There was an alarm when the problem occurred. There was no patient involved and no patient harm.